Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. Log file evaluation: (B)(6) 2025- tubing set error (ipc connection leak failure) reviewed new logs from customer, no signs of faults or errors in new test infusion. The pump can be returned to customer use. The following potential root causes were identified: air leaks between the grommet of lvp and the ipc admin set may result from the following factors: lvp: dirt in the ipc section of the lvp, which prevents the admin set from achieving a complete seal. Worn grommet, which needs periodic replacement. Sticky valve pin, preventing the valve to close completely and causing the control system to interpret the issue as air loss, rather than fluid loss through one of the valves. Admin set: scratches or deformations on the exterior side of the ipc that prevent a complete seal. Note: this defect is not caused by an internal or external leak in the cassette due to misplacement of the unit or an improper welding process. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line.

Event description:
The following has been reported: biomed reported: constant air in line errors no patient harm and no active infusion. Logs provided. 04/14/2025- biomed reported: cleaned the pins again and ran just fine. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review identified the following issue: tubing set error (ipc connection leak failure) unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.